Event description:
Essure implant (was recently removed from my body after 5 years of (profanity)) I would get sharp stabbing pains in my pelvic area, I have experienced regular nightsweats for 5 years, mood swings, dizziness and even a severe blackout which resulted in an ambulance ride to the hospital. The blackout caused me to chip my front tooth and the other front tooth to die which resulted in an emergency root canal as well as stitches to my chin. I am lucky to be alive today just due to that one incident. The essure implant caused me to grow many cysts in my groin area of which I had two or three removed each year (very painful) and I now have permanent scarring from those removals. I experienced hot flashes (so hot at times it felt like I was on fire), numerous and ongoing bladder infections, painful intercourse, bleeding after sex, abnormal menstrual cycles, early menopause, many yeast infections, nipple tenderness and secretions, all over body aches, numbness and tingling in my face-eyes-ears-hands-wrists, legs and back. My fillings in my teeth would hurt on and off, allergic reactions to foods which resulted in urgent care visits, loss of sex drive, excessive bleeding during periods, irregular periods, bleeding between periods, nausea, acid reflux and digestive problems, a massive migraine which did show up on MRI (I would never, ever, get headaches and often bragged about it), ringing, popping and pressure in ears, panic attacks where breathing was labored, severe brain fog, burning spots on my torso and legs, nerve pain in my hands and legs, tingling hands and legs, fine tremors, heart palpitations, skin breakouts, facial numbness, blurred vision, severe left eye pain and mild right eye pain, I was so easily bruised, severe immune breakdown, chronic foot fatigue (metals were settling in my feet), general chronic fatigue, insomnia, cysts of my liver and uterus which showed up on cat scan and ultrasound, cysts on leg and shoulder which resulted in scarring and pigment loss in skin after removal, weight gain, thyroid dysfunction, severe adrenal problems, swollen lymph node glands, mild but consistent fevers, ongoing jaw pain and jaw cracking sounds due to the blackout, sinus problems and a slow constant nasal drip for 5 years, dry skin and hair, hair loss, excessive cuticle growth on fingernails, bloating, intolerance to cat scan dye (almost had to be admitted to hospital), hip pain, vaginal discharge, muscle weakness and loss of all endurance. In one of my blood tests, it showed that I had high nickel levels which is one of the 5 metals that the essure implant is made of and this had resulted in metal toxicity. I had seen many general doctors, infectious disease doctors, a multitude of blood draws, saliva testing, hair analysis, homeopathic doctors, vitamin c infusions, eye doctor exam, dizzy and imbalance center testing along with physical therapy for imbalance issues, ent, heart tests, cysts in breasts which resulted in unnecessary mammograms and ultrasounds, detoxifying remedies, urine testing and psychiatrist visits due to emotional stress caused by this ordeal. I tried to get into the (B)(6) clinic twice but they denied my requests due to the fact they could not find any signs of infection. It felt like I was living with a constant infection in my body which no doctor could find.